Event description:
Thepatient was implated with a vented electric left ventricular assist device (lvad). It was reported by the clinical engineer that the patient was experiencing multiple yellow wrench and red heart alarms and the pump was reported to be "stalling". The patient's system controller was exchanged with no resolution to alarms. Waveforms submitted for analysis showed abnormal readings. The patient was placed on pneumatic support using stroke volume limiter (svl) and ip console.

Manufacturer narrative:
The patient remains on pneumatic support. The patient is considered to be non-compliant and refuses re-implant at this point, but may become a transplant candidate if necessary weight loss is achieved, according to the hospital. No further information is available at this time.